Manufacturer narrative:
The customer reported that one of their transmitter would intermittently stop monitoring a patient, send simulated data, than come back to the qrs or go blank. No harm or injury was reported. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if and when additional information becomes available.

Event description:
The customer reported that one of their transmitter would intermittently stop monitoring a patient, send simulated data, than come back to the qrs or go blank. No harm or injury was reported.

Manufacturer narrative:
Details of complaint: the customer reported that one of the transmitters would intermittently stop monitoring a patient, send simulated data, then go back to the qrs, or go blank. No harm or injury was reported. Investigation summary: nihon kohden (nk) was able to confirm the reported issues were due to user related errors, due to a lack of education, including incorrect settings or incorrect setup. Variables such as incorrect settings and/or incorrect setup due to a lack of user education are known to cause or contribute to the reported issues. The nk clinical support team was able go onsite and provide education, guidance, and assist the customer in resolving the issue. During review of the complaint device history and facility trending it was determined that this was an isolated incident, as this was the only complaint found for this device and facility in the past 3 (three) years. As such, a significant trend that would warrant any action and/or any corrective action was not identified. There is no evidence of an nk device malfunction. Trending will continue to be monitored for this device, incident issues, and causes. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that one of the transmitters would intermittently stop monitoring a patient, send simulated data, then go back to the qrs, or go blank. No harm or injury was reported.